Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that the steroid pulse was displaced. The cause of the displacement could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.